Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received alert 36 indicating invalid hall state. It has occurred previously, but this time the alert persisted as the patient attempted a dry run with no supplies. The agent arranged for a replacement device. There was no report of any patient harm or adverse event associated with this report.